Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effects of unspecified tissue injury and recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported leaflet grasping failure and leaflet capture failure appear to be due to procedural conditions related to the reported unspecified tissue injury. The reported unspecified tissue injury appears to be due to procedural conditions. The reported recurrent mitral regurgitation (mr) appears to be a cascading event of the reported unspecified tissue injury. The reported unexpected medical intervention, surgical procedure, and prolonged hospitalization were results of case-specific circumstances, as an additional clip was attempted to be implanted to reduce the mr and the patient remained hospitalized to undergo mitral valve replacement surgery. There is no indication of a product issue with respect to manufacture, design or labeling.d6a, d6b: clip was not implanted or explanted. H6 medical device problem code 2921 - removed.

Event description:
Subsequent to the initial report, additional information was received. Difficulty was noted grasping the leaflets; however, there was no difficulty noted closing the leaflets. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for tissue damage and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Patient anatomy included a slightly enlarged atrium. Two clips were advanced to the mitral valve and implanted, reducing mr to grade 2+. A jet was noted laterally from the 2 implanted clips so the decision was made to implant an additional clip (01008u284) lateral to the previously implanted clips. Difficulty was noted grasping the leaflets, and difficulty was noted closing the clip. However, the clip was able to grasp the leaflets and, initially, after grasping the leaflets, there was good mr reduction; however, before clip deployment, a large lateral jet around the 3rd clip was noted. The clip had perforated the anterior and posterior leaflets. Attempts were made to grasp the leaflet again, with this same clip, but it was not possible. The clip delivery system (cds), with un-implanted clip, was removed. A fourth cds was then advanced to the same location. Several grasp attempts were made, in an attempt to reduce the mr. Difficulty was noted grasping the leaflets and adequate mr reduction was not possible. The cds was removed and the procedure was aborted. On (B)(6) 2021, the patient underwent a surgical mitral valve replacement procedure. A tricuspid valve replacement procedure was also performed, which was unrelated to the mitraclip devices. On (B)(6) 2021, it was noted that a papillary muscle rupture was seen on echocardiogram. No treatment was provided. Per study physician, the papillary muscle rupture occurred during the mitral valve replacement and is unrelated to the implanted mitraclips. No additional information was provided.